Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that patient was in operating room for elective replacement due to normal battery depletion. After the lead was tested and connected to the new device the high voltage lead impedance had a high out of range measurement. However, after impedance measurement within range were obtained the lead was left implanted.